Event description:
It was reported that the stylus touch pen did not always control the programmer as it should have. The stylus was replaced and calibrated, and the problem recurred. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus will not stay calibrated. Bezel/overlay assembly found out of electrical specification.